Event description:
Patient states the mayo clinic called him to schedule an appointment as there might be an issue with his atrial lead. Pt does not have any further information. The atrial lead per the registration from is manufactured by st. Jude medical. Unknown physician. (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).